Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text: awaiting confirmation if device is available for return.

Event description:
It was reported that during an acl surgical procedure, the blade broke, the fragments were flushed out of the wound resulting in a twenty five minute delay. The procedure was completed successfully; no adverse consequences were reported.

Manufacturer narrative:
The quality investigation is complete. Device not returned.

Event description:
It was reported that during an acl surgical procedure, the blade broke, the fragments were flushed out of the wound resulting in a twenty five minute delay. The procedure was completed successfully; no adverse consequences were reported.